Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver the expected volume during patient infusion. The nurse hung a bag of gemcitabine which was 288.5 ml at a rate of 577 ml/hr and noted that it seemed to be taking longer than the expected 30 minutes to infuse. The pump showed that 350ml had been infused however there was approximately 150 ml remaining in the bag (which would be excessive for overfill). It was stated that the slide clamp was fully open. The pump was switched out and the remainder infused appropriately. There was patient involvement, but no report of patient injury related to the event which occurred in the out-patient infusion clinic. No additional information is available.